Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was returned for chiller repair and the repair was declined but now they have decided to return it for repair. The arctic sun device was coming in for chiller repair and card cage assembly repair for 2k hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was returned for chiller repair and the repair was declined but now they have decided to return it for repair. The arctic sun device was coming in for chiller repair and card cage assembly repair for 2k hour service.